Event description:
It was reported that during the implant attempt, the lead could not be fixed well. That lead was not used and a new lead was attempted. When implanting that lead, there was a thrombus on the lead and the lobe couldn't open. The second lead was not used and a new lead was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.